Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6 french destination sheath was returned for product evaluation. The sheath was separated with the coil holding the two separated pieces together. The separation was measured to occur 6.6cm from the hub. The complaint can be confirmed for sheath separation based on the condition of the returned device. The exact root cause could not be determined. The likely root cause is that withdrawing the sheath over the very calcified and artery caused the sheath to experience significant and tension, which led it to separate. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control.

Event description:
The user facility reported that a destination 6fr 45cm was used in a highly calcified patient and when trying to remove the sheath at the end of the case, the sheath seemed to get held up on some dense calcium and fell apart. The patient had prior femoral bypass and was being treated for iliac disease. There was no issue with the patient and the device was safely removed with no further issues. The patient was treated and there were no post procedure issues. There was no patient injury/medical or surgical intervention required. Additional information was received on 22 apr 2023: they did not specify on what part of the sheath fell apart. They were treating iliac/superficial artery disease (sfa) disease. They were able to successfully remove all parts of the sheath and medical intervention was not necessary. The patient was in stable condition.

Manufacturer narrative:
Age: late 50s. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: supervisor cath lab. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.